Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, the reported condition of leak/separation was verified. Dimensional testing was performed to specification. The cause of the leak/separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set with duo-vent was leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.